Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 99 mg/dl. In addition, it was reported that the insulin gauge was inaccurate after encountering resistance during the filling process. The customer's blood glucose level was 99 mg/dl. Customer changed pump supplies and resumed insulin delivery.